Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not been provided, a review of the device history records could not be performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after advancing to the target lesion site, the balloon ruptured during the first inflation (atm unknown). Reportedly, the catheter was retracted without difficulty and another balloon expandable stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the device was returned. The balloon appeared to have been previously inflated. The stent was not returned. Stent crimp marks were present on the balloon. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting from the barrel of the balloon, 3.5cm from the distal tip. A longitudinal rupture was observed, beginning on the barrel of the balloon, 1.1cm from the distal tip and continued proximally for 3.0cm. No other anomalies were observed. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Date of event is (B)(6) 2015.